Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) experienced a fault in the motor controller during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. The service representative was unable to duplicate the error. The cp5 drive unit and control panel were replaced. A functional test was successfully performed and the unit was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump 5 (cp5) experienced a fault in the motor controller during a procedure. There was no report of patient injury.